Event description:
Customer reported treatment by paramedics due to low blood glucose. Customer stated that she has had seizures due to low blood glucose. Customer is questioning the basal rate settings. Customer stated that the friend had called paramedics. Customer was confused. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.